Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed but the cause is unknown. The product returned for evaluation was a guidewire in two segments. One of the segments was a coil wire caught within a snare. The coil wire was unraveled, elongated, and tangled upon itself. The core wire was not present in the visible sections of this segment. The returned distal segment was received detached from the piece inside the snare. The distal segment was also tangled, unraveled, and elongated. The distal segment consisted of mainly the outer coil wire but also contained a small segment of the core wire and the weld tip. The core wire had broken 0.09¿ from the distal end of the device. The distal weld tip was intact and the distal most coils were tightly packed, indicating that there were no manufacturing defects in the weld. The adjoining ends of the coil wire revealed sharp points and an angled fracture plane. The core wire also revealed an angled fracture plane. This type of damage can be indicative of shear damage or possible tensile damage. The other end of the coil wire on the snared segment was jagged and irregular. The exact cause of the break in the wire and unraveling of the coil wire is unknown at this time. It is possible that the guidewire became caught on the needle bevel, causing the fracture and elongation of the wire. The supplemental IFU states, "if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
It was reported that there was a problem that the guide wire was not removed from the patient's body after the coil was unwound while it was inserted into the patient's body. To remove the guide wire residue, an interventional procedure and additional items were used. Although additional treatment was performed, the PICC insertion site was used without further incision of the patient's skin. It was stated the patient was no longer sick or worsening with this problem. Additional info: "I heard about this cir the day before yesterday that the wire was broken. However, today I found out that the wire was not broken while checking and labeling the actual product. The operator performed the procedure as usual, but the coil was suddenly released and there was no possibility of causing damage inside the human body because it was not cut. Currently, the patient has no additional wounds or problems. The patient's condition is good." "The guidewire coil remained on the patient's body. Two piccs were then used with additional surgery to remove the guidewire. However only one guidewire having an issue".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn1963 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a problem that the guide wire was not removed from the patient's body after the coil was unwound while it was inserted into the patient's body. To remove the guide wire residue, an interventional procedure and additional items were used. Although additional treatment was performed, the PICC insertion site was used without further incision of the patient's skin. Apparently, the patient was no longer sick or worsening with this problem. The patient's guardian or hospital may request compensation.